Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarm occurred. The customer's blood glucose level was 311 mg/dl. Reportedly, the customer changed pump supplies and during the fill tubing process, no insulin drips were seen coming from the tubing. The customer reverted to an alternate pump for insulin therapy.